Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced unexpected low glucose readings, with a rapid drop from approximately 150 mg/dl to 60 mg/dl and inconsistent sensor values over several days, leading to concern for inaccurate continuous glucose monitoring data and potential inappropriate insulin dosing. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included no need for professional medical intervention and no disruption to daily activities. Investigation included user interview, troubleshooting, and user education. Investigation of this case revealed the cgm sensor was likely providing inaccurate or erratic readings; the user replaced the sensor and glucose readings returned to the target range after warm-up. It was concluded that the event was hypoglycemia with unclear cause, with contributing factors consistent with cgm sensor performance rather than confirmed physiological hypoglycemia.